Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c170707-12]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z84l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (180,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 180,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 30 seconds after the start are as follows: test point (1): 51.5 degrees c; test point (2): 72.5 degrees c; test point (3): 47.0 degrees c; test point (4): 30.9 degrees c. The rise in temperature was so sudden that the test was concluded 30 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing retainer (ball retaining part) on the cartridge side was broken. There were broken pieces of the retainer in the cartridge/around the upper drive gear. There was a contact trace on the surface of the rotor shaft caused by a headcap being pressed. There was dirt inside the headcap. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearings due to the ingress of dirt into the bearing as well as abrasion during use. A lack of maintenance causes the accumulation of dirt in the inside parts, which causes dirt ingress into the bearing during rotation, leading to the broken bearings. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
The dentist did not provide information about the patient's weight during the visit. This event occurred in (B)(6), but similar products are marketed in the us under k972569.

Event description:
On july 5, 2017, nakanishi received a phone call from a distributor about overheating of an nsk dental handpiece. Upon receipt of the information, nakanishi visited the dentist to obtain detailed information. The information nakanishi received from the dentist is as follows. - the event occurred on (B)(6) 2017. - the dentist was forming a tooth #6 of the patient's lower left jaw using the handpiece z84l (serial no. (B)(4)). - the patient was not anesthetized. - during the procedure, the patient complained about the handpiece overheating. - the dentist was made aware of a burn injury of the patient's lower lip. - the dentist determined that no treatment was necessary for the burn.